Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the needle separated from housing during retraction. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received a photo for investigation showing a used device with the front sample separated from the rear sample and the spring exposed. Additionally, functional tests were performed on 30 retained samples. All samples passed testing, with no evidence of device damage, leakage, or separation during use. The 30 retained samples were also tested for retraction lockout, and all samples passed with proper activation and no evidence of damage, leakage, or separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: separates. Based on a review of batch records and investigation results, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the needle separated from housing during retraction. There was no health impact or consequence reported.